Event description:
(B)(4) received notification from a (B)(6) healthcare facility of an event occurred during use of a c-flex aspheric 970c iol. The event description provided states that the trailing haptic broke during implantation.